Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Description: a customer in the united kingdom notified biomérieux of obtaining a misidentification of a proteus isolate as salmonella enterica in association with the vitek® ms (ref 410895, serial (B)(4). The customer reported obtaining an identification of salmonella enterica when the expected result was a proteus species. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of a proteus isolate as salmonella enterica in association with the vitek® ms (B)(4), serial (B)(6). Investigation; complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the vitek ms. Fine tuning: according to the vilink alert tool criteria, fine tuning was needed during the tests made on 01feb2022 and 03feb2022. Spot preparation quality: the customer's spot preparation is non-optimal. The calibrator "all peaks" values are heterogenous. Knowledge base (kb) review: the expected identification is unknown since no reference method testing (sequencing) was performed. Since the expected identification is not known, its presence in the kb cannot be verified. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2: for the first sample, one spectra led to a single choice to salmonella enterica ssp enterica and the second spectra gave a no identification. For the second sample, spectra led to a single choice to salmonella enterica ssp enterica. As fine tuning was needed for both identifications, new acquisition is needed after fine tuning. Root cause: the suspected causes for the customer's issue are non-optimal fine tuning, lack of fine tuning monitoring, and non-optimal spot preparation. Conclusion: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the vitek ms. The suspected causes for the customer's issue are non-optimal fine tuning, lack of fine tuning monitoring, and non-optimal spot preparation. Local customer service (lcs) has been requested to provide the customer with additional training material to help improve their spot preparation technique. Lcs has also been requested to perform a new fine tuning and reanalyze both samples after completing the fine tuning.